Event description:
Customer reported the alarm has power, but no alarm tone when pressure is taken off the sensor pad. Customer tested the alarm with new batteries and a new sensor. There is no other damage to the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4): eval codes: eval of the returned product shows the unit did not power up, while the sensor was connected to the unit. The unit does power up without the sensor pad connected and the fail safe feature sounds as it should. There is visible white powder residue on the battery compartment walls. Note: posey instruction for use warning do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).